Event description:
It was reported that multiple, intermittent unexpected resets occurred. The customer's blood glucose level was 300 mg/dl. Additionally, it was reported that the pump battery was depleting quickly. In addition, it was reported that the battery gauge was intermittently fluctuating. The customer declined to perform troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy.